Event description:
End of my string starts pulling apart- tampon [device breakage] . Case narrative: consumer reported via e-mail that the string pulls apart. No injury reported. Lots: 4165243063w11:062,4281243063w12:081.

Manufacturer narrative:
Product investigation is in progress.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
End of my string starts pulling apart- tampon [device breakage]. Case narrative: consumer reported via e-mail that the string pulls apart. No injury reported. Lots: 4165243063w 11:062, 4281243063w 12:081.